Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s reported their blood glucose level rose to 360 mg/dl (20 mmol/l) while wearing the pod for an unspecified duration of use. It was reported being unsure if the cannula was properly seated in the infusion site on the leg. The patient also mentioned they noticed the smell of insulin and that the cannula was bent and sitting on top of the skin upon removal of the pod. Additionally, it was noted that patient administered multiple attempts to delivery insulin; however, was unsuccessful.